Event description:
The company was notified that the patient experienced retention issues between her external headpiece and implanted device after she underwent an MRI of the lumbar spine area. The patient reports that she is able to hear with her implant; however, the polarity of the magnet has been reversed or the internal magnet had flipped over by the MRI. Surgery to replace the internal magnet of the implanted device will be scheduled.